Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. All impedance within specification. Therapy was successfully delivered for episode 24 on (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient ventricular fibrillation (vf) and it was noted the episode was insufficiently terminated. There was also low impedance on the defibrillation coil of the right ventricular (rv) lead. There is plan to add a subcutaneous lead. The device and lead remain in use. No patient complications have been reported as a result of this event.